Manufacturer narrative:
Ventec performed an initial evaluation of the device but continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device rebooted by itself unexpectedly there was no patient involvement associated with the reported event. Nearby facility personnel advised that they observed the device power on and then off, independent of staff's intervention.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself could not be confirmed or duplicated. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.